Event description:
A patient had a diagnostic coronary procedure on (B)(6) 2014. A mynxgrip (6f/7f) vascular closure device was used to close the patient's access site. The patient was discharged from the hospital without incident. On (B)(6) 2014, the patient returned to the hospital with a ball size abscess at the access site, which was draining. The patient was put on antibiotics (keflex) for 5 days. On (B)(6) 2014, the patient returned to the hospital for surgery. The patient was discharged from the hospital on (B)(6) 2014 and was reported to have since recovered.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided, the root cause of the reported event could not be determined. The mynxgrip is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure the product meets sterilization and bacterial endotoxin requirements, prior to each lot being released for commercial use.